Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision: primary implant date: (B)(6) 1999. Revision for osteolysis. Head and liner both removed, cup and stem where both well fixed and left in situ. Acetabulum was bone grafted via screw holes, a new locking ring and liner was inserted and new metal head.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.